Manufacturer narrative:
Problem code 1069 captures the reportable event of guide catheter broke. A visual examination of the returned device was performed and found that the guide catheter was not broken or detached from the delivery system; consequently not confirming the reported complaint. Based on the product analysis, the device showed excessive manipulation, it was cut in several locations, cut ends were inspected under magnification and marks on the device indicates that an unknown tool was used to cut the device, therefore it is not considered as an issue of the device. Additionally visual assessment found the push catheter torn, also it was kinked in several locations. The pull wire and guide catheter were kinked in several locations. As per complaint information the issue occurred during procedure. It is most likely that procedural or anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use / manipulation / maneuvering can kink/bend the catheters and pull wire. Once the catheters/pull wire are kinked/bent, this would cause excessive friction between the components at kinked areas, this condition can result in difficulty to retract the guide catheter/pull wire, consequently causing issues to deploy the stent. Continued attempts to retract the guide catheter/pull wire or excessive force applied to the device in order to release the stent can result in tearing the push catheter. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint and the reported issue of catheter-guide break will be documented as 'no problem detected' since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a procedure, performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The stent was kept in place and was deployed successfully. The procedure was completed using another navifle rx delivery system to deploy a second pigtail. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navifle rx delivery system was used during a procedure, performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The stent was kept in place and was deployed successfully. The procedure was completed using another navifle rx delivery system to deploy a second pigtail. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.